Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. After this lead was implanted, the patient likely used his left arm in a way that was instructed not to do so. Further, the dislodgement was confirmed through chest x-ray. This lead was repositioned and remains in service. No additional adverse patient effects were reported.